Event description:
It was reported that the patient presented during implant procedure. During procedure the insulation of the right ventricular lead(rv lead) was damaged and rv lead exhibited low pacing impedance. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of insulation damage and low lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found an over torqued inner coil consistent with the procedural damage. No other anomalies were identified.